Manufacturer narrative:
Analysis of the pump found ¿motor gear train anomaly - corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly - stall due to shaft/bearing¿. Analysis of catheter model 8731sc found ¿catheter body- compressed area¿. Analysis of catheter model 8703w found ¿no significant anomaly - acceptable catheter testing¿. Conclusion codes are for the pump and catheter model 8731sc. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Interrogation of the pump upon receipt indicated the pump was delivering baclofen (3000 mcg/ml at 1,748.5 mcg/day). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: catheter. Product ID: 8703w, lot# l48425, implanted: (B)(6) 1998, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving unknown baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that the pump was removed on (B)(6) 2017 due to a confirmed infection. The area of the infection was the pocket. The patient stated she was unsure of where the infection exactly was, but stated she thought it was at the bottom of the pump. The patient noticed redness at the bottom of the pump. It was considered a gradual change in therapy/symptoms. The patient was doing a body check for sores as she was an amputee and noticed the redness at the bottom of the pump. The patient went in for a fill and they told her she had to have surgery right away. The patient stated they told her if she didn¿t there was the potential that the infection could cause meningitis. The patient went from the healthcare provider¿s (hcp¿s) office to the hospital and they removed the pump. They sent the patient home the next day on oral antibiotics. The infection was being addressed by the hcp. The patient was hospitalized and at the time of the report the patient was home taking oral antibiotics. The patient did not think the infection was bad because they removed the pump and she was sent home the next day with oral antibiotics. The patient stated after they removed the pump and catheter, they told her the catheter was plugged and they didn¿t know where the medication was going to within her body. The patient stated she knew there was something wrong with the pump after it was implanted. The patient stated she was on a very high dose of baclofen. The patient stated it was so high, they told her she was almost maxed out on the pump. The patient also had to take 2.5 pills every 3 hours of 20 mg oral baclofen. The patient stated she told the hcp multiple times about her concerns with the pump and the medication and the hcp never did a catheter dye study. The redness at the bottom part of the pump occurred on (B)(6) 2017. The infection found, pump removed, and plugged catheter occurred on (B)(6) 2017. The issues with the pump occurred about 4 days after implant (approximate date of (B)(6) 2014). There were no further complications reported or anticipated.